Event description:
A pt had an uneventful novasure endometrial ablation on (B)(6) 2011. A post hysteroscopy demonstrated "good ablative therapy" and no sign of perforation. On (B)(6) 2011, the pt developed severe right lower quadrant pain and slight vaginal bleeding with a bad odor. The pt was admitted to the hospital with pain and leukocytosis on (B)(6) 2011. A laparoscopy was done on (B)(6) 2011 and the physician discovered a "small bowel antimesenteric perforation in the mid small bowel as well as two small uterine perforations" with "inflammatory exudative changes at these areas". The bowel perforation was oversewed. Additionally, "a segmental small bowel resection at approx 15cm" was done with anastomosis (reason unk), along with an "abdominal wash out with drain placement" and an on-q pain medication pump was placed in a separate incision. The pt was discharged a "few days later" (date unk) and on (B)(6) 2011, the physician reported, the pt "did very well and is recovering even better".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the exp date is not known. Neither the disposable device nor the radio frequency controller is being returned therefore, a failure analysis of the novasure system can not be completed. Identification numbers not provided by the complainant, therefore, the manufacture dates are not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. (B)(4).